Event description:
Major pump unit(s) involved: device thrombosisadditional text: mechanical aov with bovine patch thrombus ID'd & mobile mass like structure on inflow cannulaspecific component(s) involved: inflow valveadditional text: tee (B)(4) 2011 mobile mass like structure on inflow cannulaother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : IV heparin, increaed coumadinimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow valve